Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed that the issue did not adversely impact the customer's blood glucose level. The customer previously experienced similar cartridge alarms, and as a result, technical support arranged to replace the pump. The pump was under warranty, and the customer agreed to use multiple daily injections as a backup therapy to maintain insulin delivery. The customer confirmed the shipping address and requested a signature for delivery. Technical support provided instructions on how to put the pump into storage mode and return the problematic pump using the provided return box and pre-paid label. The customer understood all instructions and acknowledged the steps needed upon receiving the replacement pump.